Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had high and low blood glucose levels. Customer stated that his manual bolus amounts were not consistent and they don't repeat the same calculated number. Customer was using the same blood glucose and the same carbs. Customer stated that the bolus wizard number is always different. Customer's blood glucose was 38 mg/dl at the time of the incident. Customer has treated with food and stated that the drive support cap appears normal. Customer's most recent infusion set change was 1 hour ago. Customer performed the displacement test and the pump passed. Customer stated that he is wearing magnetic brace on his arm. Customer was advised that the pump is okay until 600 gauss. Customer was advised to call his health care professional regarding the possible causes of the low blood glucose and to try using the pump without wearing a magnetic brace for a few days.